Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap anterior resection procedure, the active blade snapped off into the patient but was retrieved through the trocar. Another like device was used to complete the case with no patient consequence.